Manufacturer narrative:
Additional information can be found in the following sections: a2, a3, a4, a5, a6, g4, g7, h2, h6, h10 intuitive surgical, inc. (Isi) followed up with the nurse on site and obtained the following additional information: the nurse provided the following notes from the patient's follow-up visit. The patient was a 50-year old male who was referred by his primary care physician for evaluation of a renal mass. The case was clarified to be a partial nephrectomy, not a prostatectomy as stated in the initial report. The surgeon reported that two weeks post-operatively, the patient had some soreness, but was overall doing well. The patient also came in for a six month follow-up on 1/31/2019 without any complications. The nurse stated that there were no allegations or observations of arcing during the procedure. The mcs instrument, cannula, and pin gauge were inspected prior to use and no damage was found. The integrated electro-surgical unit (iesu) had the cut setting at 3 and the coagulation setting at 3. The wrist was straightened prior to removal. There is no known procedure video available. Based on the current information provided, this complaint will remain reportable based on the failure mode noted in failure analysis investigations indicating the instrument had conductor wire damage with no evidence or claim of user mishandling or misuse. There was no report of patient harm, injury or adverse outcome due to the event. While there was no harm or injury to patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument and performed a device evaluation. Failure analysis confirmed the customer reported complaint. The instrument was disassembled, and it was found that the conductor wire was broken near where it attaches to the proximal clevis, causing the loss of cautery function and the electrical continuity failure. Additionally, there was some wear on the conductor wire on the distal side of the breakage suggesting that one of the cables was rubbing against it. There were also clumps of dried blood at and around the breakage point which may have caused increased friction or rubbing on the conductor wire which could have contributed to the breakage. As of 4/16/2020, a review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the monopolar curved scissors (pn: 470179-15, batch/lot: t10180322-0075) associated with this event has been performed. Per logs, the monopolar curved scissors was last used on (B)(6) 2018 on system sk0536 with 1 life remaining on the instrument. No image or video investigation was performed as no image or video clip for the reported event was submitted for review. This complaint is being reported based on the failure mode noted in failure analysis investigations indicating the instrument had conductor wire damage with no evidence or claim of user mishandling or misuse. There was no report of patient harm, injury or adverse outcome due to the event. While there was no harm or injury to patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted. Device expiration date was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. The alleged event occurred on the 9th use of the instrument. Thus, the instrument was not expired at the time. The product is not implantable. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the monopolar curved scissors (mcs) instrument was not able to cauterize. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.